Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. The surgeon first loaded the clip and then placed it onto cystic duct under pressure. The duct appeared to be tenting and pushed under pressure. The rep asked the surgeon if he wanted to take the clip off of the duct and reload and the surgeon refused. The surgeon placed the clip and that clip stayed on as well as the next two clips. The clips were placed close together. The surgeon transected the duct and it appeared to be short and retracted tight due to the skeletonization. A couple of clips were loaded while still on the duct. While using the clips on the cystic artery the clips appeared not fully compressed. The rep instructed the surgeon to go plastic to plastic and it appeared that the surgeon did as instructed. At this time 3 clips fell out and one clip became dislodged, fell out and appeared malformed and not compressed flat. It appeared that the surgeon was pushing the device in and out and side to side on the tissue. There was no patient injury. The case took approximately 3 hours to complete. In summary: 3 clips fell out, 1 clip became dislodged/wiggled off and then appeared incompletely compressed. The clips were loaded on the duct while under pressure. The patient had a large cystic duct. While skeletonizing it appeared that the surgeon left a short small section, in which to work. The facility is currently under a product trial. The rep was present for the case. The lot number is pending. The device is available for return. The case was performed on a female patient born in (B)(6). Additional information was received via email on 31jan2018 at 2:23pm from (B)(6) manager. "The surgeon placed the unloaded jaws of the clip applier on a large cystic ducts under forward pressure, the rep asked the surgeon to pull the jaws off the duct before loading and placing a clip. The surgeon refused and continued to place clips using this method for the first half of the case until the assisting surgeon talked him into loading clips prior to placing the jaws on tissue. The surgeon placed the clips close to the specimen side and because the duct was under tension and short in nature the duct retracted further putting pressure on the clips. Three clips came off during the surgery, one clip came loose from jaws being used on tissue prior to placing the clip. There was no patient injury ........." Additional information was received via email on 07feb2018 at 7:35am from (B)(6) manager. It was reported that the lot number is 1311758. Additional information was received via email from (B)(6) manager on thursday 8feb2018 at 5:43 pm. "Three fell off duct. One came dislodged from jaws will it was being seated but it was also being bumped on and off the duct." Additional information was received via email from (B)(6) manager on friday 9feb2018 at 8:23 am. "He was not skeletonizing with the clip in the jaws, he just had on and off and up and down the duct trying to find a place he wanted to place the clip. Essentially the clip applier was receiving similar treatment." Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience of incomplete clip closure could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by clip application technique. The instructions for use (IFU) states "do not twist or torque the clip applier jaws excessively when positioning or firing on a tubular structure or vessel. Excessive twisting or torquing may result in a malformed clip fully compress the trigger against the handle to ensure complete clip formation excessive tissue manipulation with the clip applier may result in clip dislodgement." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.